Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose at the time of incident was above 300 mg/dl, current blood glucose is 409 mg/dl and customer's blood glucose while hospitalized was above 409 mg/dl. The customer's blood glucose at this morning is 300 mg/dl. The cause of hospitalization was high blood glucose. The customer experienced the symptoms due to the high blood glucose was nausea and customer was not felling well. The customer was hospitalized due high blood glucose level on 10/04/17. The customer stated that the drive support cap was normal. The customer was treated high blood glucose with insulin pump. The customer was advised to remove reservoir, rewind, reinsert reservoir and run manual prime and stated that insulin was exited. The customer was wearing the insulin pump during the hospitalization. It also stated document of outcome of hospitalization was the customer bolused with the insulin pump and contacted the hospital for troubleshoot of the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.